Event description:
It was reported that an asymptomatic patient presented to emergency room after receiving a vibratory alert. Upon interrogation the right ventricular lead exhibited high pacing lead impedance and r wave amplitude variation. Non sustained oversensing episodes were seen due to ventricular loss of capture. Programming changes were made. The patient will continue to be monitored.